Manufacturer narrative:
Correction: the event occurred at the national cerebral & cardiovascular center. Manufacturer's investigation conclusions: a direct correlation between heartmate ii lvas, serial number (B)(4) and the reported events could not be conclusively established through this evaluation; however, the data recorded in the submitted log files appeared consistent with a potential ingestion event. The submitted system controller log file contained approximately 12 days, 21 hours, and 35 minutes of data, beginning at time stamp 14 days, 5 hours, and 10 minutes, and approximately 9 days, 9 hours, and 14 minutes of data, beginning at time stamp 19 days, 19 hours, and 9 minutes. The submitted log file captured 2 low-speed events, as low as 5790 rpm, at timestamp 26 days, 10 hours, 36 minutes and on 26 days, 19 hours, 26 minutes. During the low-speed events, multiple elevations in power were also recorded. Also, the submitted log file captured pump stop event on 27 days, 4 hours, 14 minutes. Prior to the low-speed and pump stop events, the pump operated as intended. Although a specific cause for the events captured in the submitted log files could not be conclusively determined through this evaluation, based on previous complaint experience, the log file data appeared consistent with some material, such as a thrombus, being ingested into the pump. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further complaints have been reported at this time. The hmii lvas IFU lists peripheral thromboembolic events and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in this IFU. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Finally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that two low speed events were observed. Submitted log files revealed a low speed drop as low as 5790 rpm which could be cause by something ingested into the lvad and passed through it. It was reported that no patient treatment was rendered or altered, anticoagulation has not been changed. No additional information was provided.